Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device remains implanted.

Manufacturer narrative:
In response to FDA report number mw5089266.

Event description:
Patient also reported "numerous auto-immune issues," "fatigue, cognitive dysfunction, headaches, joint and muscle pain, tmj, inflammation, dry eyes and vision problems, allergies, heart palpitations, decreased hearing, hysterectomy, appendectomy, depression, anxiety," and "had shingles at 45," these events are not related to the device and will not be reported. Device has been explanted.